Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The customer noted that the water tank is empty and the lab water system is on by-pass. The customer stated they believe the issue is with the water system and the water company had been contacted. The issue was resolved by addressing the customer's laboratory water supply issues. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Event description:
The customer observed falsely elevated sodium and calcium results on the architect c4000 analyzer. The following data was provided: sodium initial 197, repeat 141 mmol/l, calcium initial 17, repeat 9.8 mg/dl; there was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.